Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the insulin pump was causing the customer to have high and low blood glucose due to the device suspending itself. Customer's blood glucose was unknown. During troubleshooting, found auto off alarm in history. Customer was advised to monitor the device. Customer will not be returning the device for analysis.